Manufacturer narrative:
The device was returned to boston scientific and was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Analysis indicated the device declared elective replacement time (ert) but still supported full device function while it was implanted. The atrial chamber was sensing 99% of the time and review of the sensed rates noted high prolonged atrial rates. The device was sensing the patients chronic high atrial rates which reduced longevity. Device power consumption increased, proportional to the additional processing for sensed atrial events. The longevity calculator does not account for this increased power.

Event description:
It was reported that this pacemaker device was explanted and replaced due to normal battery depletion. There were no reported field allegations made against the device performance. In addition, there were no reported adverse patient effects.